Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer's parent reported via phone call indicating that their son's insulin pump fell into the toilet. The patient's blood glucose level was 541 mg/dl and the insulin pump did not alarm. The details of treatment were not provided for the high blood glucose, but the customer was treated. The customer's blood glucose went back up to 541 mg/dl an hour later. The parent should not troubleshoot at the time of the call. The device was not returned for analysis.